Manufacturer narrative:
A replacement power supply was sent to the customer. In f/u with the customer, she indicated that a few days prior, the transformer housing cracked open, though she continued to use it. When she plugged it in on (B)(6) 2012, it sparked and made a "popping" noise. She stated that she didn't "actually" see a fire or flame and that an injury was not sustained as a result of this issue. She also indicated that her housekeeper disposed of the adapter. Though the product is not available for eval, a breach of the transformer housing is typically associated with dropping the unit onto a hard surface or other type of severe impact. The original design testing involved dropping the unit from a 1.0 m height per ul2601-1 2nd edition. Production samples were dropped three to five times from a height of 1.0 m and the housings showed damage and cracking (only after at least three drops). This product was released as a result of CAPA (B)(4), which was initiated for pump in style transformer overheating/melting issues for which a field action safety notification was initiated on 04/04/2011. Complaints against this product was currently being investigated in order to determine root cause and will continue to be monitored.

Event description:
The customer reported to customer service that "her transformer [for her breast pump exploded and caught on fire." Her pump is approx 6 months old. When asked to describe "exploded", the customer indicated that "she saw a spark and fire."